Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotics surgery. Detailed description of event: after insertion of the bag it was difficult to deploy the bag. Both open and close. When retracting the handle one of the metal parts had fallen off and was still inside the abdomen of the patient. In the end of the surgery the manage to extract both the bag and the metal part. They were extremely worried that the sharp metal part had injured the bowels. Patient status: nothing happened to the patient. Type of intervention: retrieval of separated part.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, representative sterile units were returned. Testing was performed on the representative units. The complainant¿s experience could not be replicated or confirmed as the all the returned representative units passed functional testing and met current specifications. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: robotics surgery . Detailed description of event: after insertion of the bag it was difficult to deploy the bag. Both open and close. When retracting the handle one of the metal parts had fallen off and was still inside the abdomen of the patient. In the end of the surgery the manage to extract both the bag and the metal part. They were extremely worried that the sharp metal part had injuried the bowels. Patient status: nothing happend to the patient. Type of intervention: retrieval of separated part.